Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It has been reported the pt is without stimulation since he experienced a fall. The pt is working closely with his physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.